Event description:
The customer reported that a patient on dopamine was experiencing frequent vital sign changes, and attributes the patient's instability to issues related to changing out the syringe. The user changed modules and had no further issues. The device passed testing done by the customer, and the pc unit was not sequestered so they were unable to get the event log. No additional information was provided.

Manufacturer narrative:
The customer¿s report of vital signs instability was not confirmed. The syringe module event log showed that only 1 syringe, a 35ml monoject syringe containing 29.5741ml was in use on (B)(6) 2015. The syringe module was used to infuse at rates of 0.1519ml/hr and 0.1012ml/hr. Neither the pc unit nor the pc unit event logs were received and the syringe event log contains limited information. The syringe module was received in overall good condition with no anomalies noted, and passed both the plunger force accuracy and plunger position accuracy tests. The root cause of the reported vital signs instability could not be identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.